Event description:
Terumo medical received the following information: as the locator could not be inserted into the insertion sheath, use of the device was discontinued, and manual compression was applied for 0.5 hours to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was cag. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was the right common femoral artery. The vessel diameter was unknown. The type of procedure performed was hemostasis. The estimated blood loss was less than 250cc. No equipment or other devices were used with angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted,d6b: explanted date: device was not explanted,e1: phone number: (B)(6),e3: occupation: cardiovascular medicine.the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.